Event description:
Patient was revised due to osteolysis and metallosis.

Manufacturer narrative:
The correction is for the previous follow up. The wording for the statement should be "depuy still considers this investigation closed" instead of "we still consider this investigation closed." Depuy still considers this investigation closed.

Manufacturer narrative:
Updated and we still consider the investigation closed.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.